Event description:
Baxter great britain reports that a home pt had 3 transfer sets with a broken "clamp". This was noted after use with no pt injury or medical intervention required according to the complaint coordinator.